Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had scratches on the screen and small crack on battery compartment. They must press the buttons harder for response. The insulin pump alarmed no delivery. The rewind process takes longer. The clock runs slow. Customer's blood glucose level was not reported. The device was not returned.